Event description:
It was reported the cine operation failed to record/playback cine after acquisition. This resulted in a loss of specific vascular x-ray imaging, (cine mode), and may cause vessel injury and/or bleeding. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine bridge circuit board. The system operates as intended.